Manufacturer narrative:
Device pending evaluation.

Event description:
It was reported that this patient was revised. Patient was believed to have implants related to the poly recall.

Event description:
It was reported that this patient was revised. Patient was believed to have implants related to the poly recall. No additional information is available after multiple attempts.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that this patient was revised. Patient was believed to have implants related to the poly recall. No additional information is available after multiple attempts.